Manufacturer narrative:
.E: reporter phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance, it was observed that the devices touch panel operation was faulty. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device, and the reported phenomenon was duplicated through operation check-ups. The touchscreen needed to be replaced. However, upon the customer's request, it was not replaced, the customer declined repair to be performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.